Event description:
Nurse from clinic notified walkmed, a patient returned early for a completed treatment. Nurses confirm pumps settings and locked setting prior to release. Pump was returned with an increased delivery rate and the pump was unlocked. No patient adverse effects or injury noted.